Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of an untreated episode. Review of the stored episode noted the noise appeared consistent with myopotentials. The primary sensing vector was reprogrammed to secondary. Noise was able to be reproduced with patient isometrics, however, the device appropriately marked the noise. Subsequent information was received that inappropriate shock therapy was delivered due to continued oversensing. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of an untreated episode. Review of the stored episode noted the noise appeared consistent with myopotentials. The primary sensing vector was reprogrammed to secondary. Noise was able to be reproduced with patient isometrics, however, the device appropriately marked the noise. Subsequent information was received that inappropriate shock therapy was delivered due to continued oversensing. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.